Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon immediately ruptured vertically in the middle part. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.